Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection, investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the visual inspection of the returned extraction screw has shown that the threaded tip section is completely broken off as complained. The broken off portion was not returned for investigation. Moreover, there are signs of use visible on the entire surface. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: because of the damage and the missing broken part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The broken sub-component 60033538 is not lot tracked. Therefore the last three potential work orders prior to lot 8147347 / 8099722 / 8041033 were reviewed. The review has shown that the correct material (1.4123) was used and that the hardness was with 586 - 607 hv10 within the specification of 600 +/-20 hv10. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in october 2012 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. By the evidence that this device was used successfully over its 8 (eight) years of lifespan, we do suppose that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use, which finally resulted in the breakage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.010.4112, lot: 8112837, manufacturing site: bettlach, release to warehouse date: oct. 24, 2012 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Additional pro codes: hwb. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on an unknown date, tip of an extraction screw was broken. It is unknown if there was a surgery or patient involved. No further information is available. This complaint involves one (1) device. This report is for one (1) extraction screw for pfna blade. This is report 1 of 1 for (B)(4).